Manufacturer narrative:
Date of the event: (B)(6) 2019. Is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient was unable to charge the ins, further stating that when the patient's mother puts the ins recharger (insr) antenna on the ins, they are only getting a couple of coupling boxes and then yesterday she was getting none. It was stated that patient had been moving the insr antenna all around the ins. However troubleshooting could not be done at the time of the report because the caller was not with the patient at the time of the call. No symptoms reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating that when the patient charges , they would charge 6 coupling bars then it would almost immediately drop to 0 coupling bars. It was stated that it took patient an hour and half to charge today. It was also noted that patient had not had any falls or trauma. Caller stated they turned the dial on the antenna and it would increase the coupling to six, then it would drop off to 0 and it is currently at 0 coupling bars. Patient was able to charge ins to 100% today. A new recharger antenna was sent to the patient as a troubleshooting purposes. And it was noted that if the new antenna did not resolve coupling issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer stating the replacement antenna and recharger had not resolved the issue and they were still getting poor coupling. While on the call, they tried to charge and got 2 coupling boxes. The caller was instructed to do an antenna locator and after several attempts they found the ins and got 8 coupling boxes. The caller reported the ins was over further to the side. They tried again to ensure they could find it again on their own and were successful. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the new recharger antenna has not resolved the issue. It was stated that patient usually gets 6-8 bars until about 3 weeks ago. No falls reported except about a year ago but everything has been fine since then until about 3 weeks ago. A new recharger was sent to the patient.